Manufacturer narrative:
The device was received by depuy synthes power tools. During service the device was found with port 1 not functioning on the pc board. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that service was required for the device. During service part 1 on the pc board not functioning was observed. The device was not being used during surgery. It is unknown if injury or medical intervention had occurred. There was no additional information provided.